Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was over 600 mg/dl. Customer changed out their set and gave themselves insulin. Customer received a motor error alarm and no delivery alarm. Customer was advised to avoid bending the tubing and avoid placing pressure on the site. Customer declined to troubleshoot for high blood glucose levels.